Event description:
The patient reported they experienced hypoglycemia. The patient was using sensor mmt-7040c1. At the time of the event, the sensor glucose value showed 22.2mmol/l. The patient then proceeded to treat the hyperglycemic reading without confirming their actual blood glucose levels with a fingerstick. False treatment was administered with five boluses of insulin that were delivered with the insulin pump within 1.5 hours. The patient then experienced symptoms such as dazed and barely responsive. The blood glucose value of the patient was then checked with a finger stick and showed 1.7mmol/l. The patient was then treated for hypoglycemia with carbohydrates until the paramedics arrived at which point the patient regained consciousness and felt better. The sensor is not expected to be returned. Patient was advised to do a finger stick next time they are at a high sensor glucose value.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.